Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 45mm abdominal aortic aneurysm. During the index procedure it was reported that the endurant stent graft was selected by the physician by referencing the distance noted on the gold-marked catheter which was supported by a non-mdt guide wire. The same non-mdt guide wire was used and the stent graft was implanted in the patient. After implantation, it was noted that the length of the stent graft was significantly shorter than the length indicated by the gold-marked catheter, leading to an insufficient distal seal zone. Intervention with another endurant stent graft was then implanted to increase the coverage length. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Films review summary: the cause of the alleged shorter than expected contralateral limb could not be determined from the limited films provided. Images prior to implanting the device were not provided, the approximate length of the non-deployed limb could not be assessed, and films during positioning and deployment of the contra limb were also not available for review. In addition, CT¿s were not provided and a more comprehensive assessment of the patient¿s anatomy, including vessel tortuosity, could not be performed. Two still angiograms during implant were returned. The first image revealed that an endurant bifurcate had been implanted up the right side with the ipsi limb deployed to just below the gate. An essentially straight calibrated catheter placed up the left iliac and positioned within the bifurcate gate revealed an approximate length of ~11cm from the flow divider to the left internal iliac artery. The 2nd image revealed that the endurant stent graft system had been implanted in the patient. No scale was seen on this image; therefore, no precise measurements could be obtained and any potential limb angulation could not be assessed. Scaling from the ~3cm length gate, the overall visual length of the implanted contra limb was calculated to be ~7cm; however, any potential limb angulation in the a-p orientation could appreciably increase the actual total limb length. No endoleak or any stent graft issues were observed. From the two (2) still images provided it appears most likely that limb fore-shortening during implant likely led to the shorter than expected limb length, which required implanting an additional limb to obtain an adequate distal seal. Potential vessel tortuosity and stent ring linear compression during implant could have contributed to the shorter than expected limb length seen following implant. A review of stent graft manufacturing documents noted that the overall length of the stent graft measured 92mm just prior to loading into the delivery system, which is within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.